Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for impella 5.5 with smartassist system: section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section use of echocardiography for positioning of the impella catheter - ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section impella catheter too far into the left ventricle - ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device and the decision was made to immediately escalate to impella 5.5 increased support. The patient experienced hemolysis and subsequently expired. The patient was admitted to the hospital post cardiac arrest, ventricular tachycardia (vtach) and ventricular fibrillation (vfib), requiring multiple rounds of defibrillation and over one hour of resuscitation efforts. Return of spontaneous circulation was obtained and patient was then taken catheterization lab with successful intervention to the left anterior descending artery with single drug-eluting stent. Post procedure, while in the unit, the patient began to deteriorate hemodynamically requiring increased doses of several vasopressors. Decision was made to bring patient back to lab to establish mechanical circulatory support (mcs) with impella cp. Immediately after the patient was escalated to the impella 5.5 device for increased hemodynamic support. Two days later the patient was noted to be hemodynamically stable; oxygenation significantly improved. Continuous renal replacement therapy was started. Another two days later, hemolysis was suspected. The patient was on concurrent extracorporeal membrane oxygenation (ECMO) support with impella 5.5 at support level p-3. Hemoglobin was 160 along with lactate dehydrogenase greater than 1000. Possible configuration to veno-arterial-venous or veno-veno ECMO was noted. After the next two days, the patient began experiencing north-south syndrome with regained pulsatility. The patient was taken to catheterization lab to reconfigure for vav ECMO with venous oxygenated return in the right internal jugular. Pulse oxygenation saturation improved from 80s to 94%. However, two days later there was suspicion of spinal ischemia as patient was not moving extremities, and the patient would expire later this day. Care was withdrawn

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hemolysis, clinical details noted that after hospital transfer, patient had increased lactate dehydrogenase and hemoglobin. The pump position unable to be confirmed at that time. Patient also on continuous renal replacement therapy and extracorporeal membrane oxygenation (ECMO) support. Two days later, pump position was confirmed. No details provided if hemolysis resolved during pump run. Data logs show no persistent suction or positioning alarms around time of reported hemolysis. No motor current spikes indicating ingestion were observed. The cause of the hemolysis could not be definitely determined as limited clinical details were provided, and no product was returned for evaluation. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.